Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she had the pump tucked into her bra. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with broken battery tube threads, minor scratches on the display window and a missing end cap sticker.